Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that inadequate stent apposition occurred. The target lesion was located in the angulated, severely diseased and calcified right coronary artery (rca). A 3.00x16mm promus premier drug eluting stent was advanced to treat the lesion. However, upon deployment, the stent delivery system failed to inflate past 6 atmospheres thus not allowing full deployment, expansion and apposition of the stent within the vessel wall. The stent was left in place and was post-dilated with another balloon catheter to assist in its expansion and apposition to the vessel wall. The procedure was completed with no patient complications reported and the patient's status was fine.